Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was noted to be fluctuating which resulted in the pump shutting down. The customer plugged the pump in to charge and successfully turned the pump on. Subsequently, the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose ranged between 101-150(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.